Event description:
Reporter states that pt received chair without anti-tips and while going up the driveway to their home the chair flipped over backwards and pt hit their head and injured their neck.